Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer was guided through pump reset steps, after which error did not immediately recur and sensor session was successfully started; however, the customer later reported that error appeared again, but declined further troubleshooting.